Manufacturer narrative:
Date of event - estimated. Implant date - estimated. (B)(4). The devices were not returned for analysis. A review of the lot history records and similar complaint reviews could not be performed as the lot information regarding the complaint devices was not provided. The reported patient effects of heart failure, pericardial effusion, cardiac tamponade and hemorrhage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. It should be noted that the eifu, states under the "intended use" section that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device. However, is it unknown if the off-label use contributed to the report issue. The reported off-label use was due to the user performing the procedure on the tricuspid valve. A cause for the reported patient effects of heart failure, pericardial effusion, cardiac tamponade, tricuspid regurgitation and hemorrhage cannot be determined. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The other devices, patient effects, and malfunctions reported in the article are captured under separate medwatch reports. Article, titled ¿leaflet configuration and residual tricuspid regurgitation after transcatheter edge to- edge tricuspid repair.¿

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying mitraclip nt, mitraclip ntr, mitraclip xtr and triclip xt that may be related to the following: patient deaths, pericardial effusion, cardiac tamponade, major bleeding, recurrent tricuspid regurgitation, heart failure and hospitalization. Device issues include single leaflet device attachment/slda. Details are listed in the attached article, titled ¿leaflet configuration and residual tricuspid regurgitation after transcatheter edgeto- edge tricuspid repair.¿